Manufacturer narrative:
This investigation is based on the available information captured in the complaint details. The issue of "false positive" was reported. Note that the affected product was determined to be expired at the time of use and therefore will be investigated as "use error". Product is used for diagnostic purposes. No harm was reported. Refer to the instructions for use (IFU) for the lucira check-it covid-19 test kit (inst019 reve.0). Per precautions - general, "do not use kit components after their expiration date". If the user is aware that the test kits are expired, the devices should not be used. A DHR review of kit lot number k08a112501233m3 was performed; no ncrs were identified that could have contributed to the issue of "false positive". However, it should be noted that the expiration date associated with k08a112501233m3 was determined to be 19oct2023; this date accounts for the shelf-life extension granted per cs006, reva.0. As the test was ran on 27dec2023, use of an expired test was confirmed. A most probable root cause of the issue of "false positive" cannot be determined without returned/evaluated product. Expected device functionality cannot be guaranteed after the expiration date. Based on the information above, no further investigation is required. Monitoring of "false positive" and "use error" will continue and there are no additional recommended actions at this point.

Event description:
"Customer contacted us on 12/29/2023 to report a false positive result. Test kit was ran on 12/27/2023. Evidence provided. Before starting, were the instructions read? Y/n yes may I have your lot and test kit #? Lot #: k08a112501233m3 test kit #: 3a9l8m4c was the test completed on a flat surface? Y/n yes was the swab rotated 5 times in each nostril? Y/n yes were you 6 feet from another person when taking the test? No were you exposed to covid with in the previous 24 hours of testing? No was the vial liquid purple in color? Y/n yes was the test moved while it was running? Y/n no how soon after the initial positive test was a retest(s) completed? 1-4 hours what test did you use to confirm the false positive? Pcr lab test how many total tests were run before getting this false positive? 1 rapid test was run on sunday and the result was negative. Did the person tested, contact a healthcare provider? Y/n yes. The test kit was run with a doctor present. If yes, how is the person tested doing? Is the person tested undergoing any treatment? No, the person doesn't have covid. Fp was confirmed with a pcr lab test is your kit covid/ flu or covid 19? Covid 19".